Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During a bladder tumor resection procedure, the cook cutting loop broke off in the bladder. With irrigation, the doctor was able to remove the loop from the patient. (See MFR# 1820334-2016-00146) another device was used for the procedure, however, when the device had been removed from the scope and the bladder had been irrigated, the doctor noted that one side of the loop was broke but still attached (this MFR# 1820334-2018-03576). Another manufacturers device was used to complete the procedure.